Event description:
Related manufacturer reference number: 2017865-2023-20716 new information received noted that the pacemaker and right ventricular (rv) lead exhibited premature ventricular contraction that correlated with loss of capture. The pacemaker and the rv lead was explanted and replaced.

Event description:
New information received noted that the patient was stable.

Manufacturer narrative:
The reported events of failure to capture, and under-sensing were not confirmed. The pacer was received from the field with battery voltage above elective replacement level. Electrical and mechanical analysis performed indicated normal functionality, and capture test performed under nominal conditions found no anomaly. Further evaluation of atrial and ventricular sensitivity test under maximum sensitivity conditions did not find any sensing issue. Additionally, visual inspection of the header and connectors detected no contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, and the device was in normal rage of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received noted that the pacemaker was explanted.

Event description:
Patient status was not reported.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the pacemaker was experiencing consecutive premature ventricular contraction episodes. The episodes appear to have occurred when the pacemaker was failing to capture and exhibited functional under-sensing. No intervention was performed. The patient was in stable condition.